Event description:
The customer reported that the device does not pass op check when they press charger the device locks up and need to pull the power. There is no reported pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.